Event description:
Event description guidant received information that the patient implanted with this transvenous implantable lead experienced a perforation of the ventricle during the implant procedure. Chest compressions were previously performed, which may have dislodged the lead.